Manufacturer narrative:
Siemens diagnostics requested additional sample material from the customer for evaluation, but they were unable to provide it. Investigations into other events similar to this one, have shown that some number of the patient samples contain an unknown substance that causes falsely elevated troponin results with the advia centaur troponin ultra assay. Because these results do not correlate with the clinical history of the patient or other laboratory tests, siemens diagnostics have issued two customer bulletins to notify customers of this issue. Please refer to the two customer bulletins attached to this report for additional information.

Event description:
A customer reported, several elevated troponin ultra results for the same patient over several days. The patient was given a detailed clinical examination including an angiography and the results were negative for an ami or cardiac event. Ck-mb results were negative. A competitor assay gave negative results.